Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display, blank display, low battery alarms or replace battery now alarms noted. Unexpected power loss alarms found at the downloaded pump history and the power graph management tool shows abnormal behavior due to corroded electronic board. Unit received with cracked case corner of the belt clip rails near the battery compartment, partially cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a replace battery now alarm and she already replaced the battery several times but it reoccurs. Their blood glucose was unknown. Customer did receive a low battery alert prior to replace battery now alarm. They stated that there is a white pressure point on the screen with stripes going down the lcd screen. During the troubleshooting for the replace battery now alarm, they are unable to complete because the pump experienced a frozen display. They monitored the pump for two hours and frozen display reoccurred. During this time customer received pump errors and power loss alarm but said they were able to clear them. Stripes and white pressure point remained on the screen. Customer was advised to discontinue use of the pump and that it would need to be replaced. The pump will be returned for analysis.